Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to their intrinsic rhythm. It was noted the patient has a bigeminal rhythm. The device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.